Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was 110 mg/dl. The customer reported that insulin pump had a crack on reservoir are and he is afraid that this will expand. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per heatlh care provider.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.